Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a fall patient was admitted to the emergency room due to pain at ipg site and ipg erosion. Surgical intervention was undertaken wherein the ipg pocket was cleaned out. Patient has since been discharged from the hospital.